Event description:
The inner stylet of coaxial system extended 1 cm beyond the tip of the coaxial sleeve so when stylet was removed from sleeve after CT placement,the coaxial was too far back.this was noticed after two unsuccessful biopsy attempts on single lesion in the mediastinnum.comparison with stylet lengths from other lot numbers of the same device showed the tip extending 4-5mm beyond the end of the coaxial sleeve.the patient was biopsied again successfully two days later.the patient is fine.